Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg had reached end of service. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the patient's ipg was explanted and replaced. Effective therapy was established post operatively.